Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had a syncopal event which required external rescue and review of the treated episode was requested. A boston scientific technical services consultant noted the rhythm looked to be variable in the beginning, possibly premature atrial contractions or atrial fibrillation. The rate suddenly increased at the 12 second mark but the capacitors did not begin to charge until the 44 second mark. The rhythm slowed down and a shock was not delivered. After a lengthy period, the rhythm degraded to ventricular fibrillation with wide and poor morphology. A shock was delivered; however, successful conversion could not be confirmed due to the small amplitude signals. The consultant suggested the caller consider reprogramming to an appropriate vector. Subsequent information was received that the patient received an inappropriate shock following implant of a left ventricular assist device (lvad). The consultant reviewed the event in question and the captured s-ecgs from all vectors. Noise was detected in secondary vector which was coming from the lvad. Additionally, captured s-ecgs continued to show noise in primary and secondary vectors. Alternate vector had less noise, but undersensing was observed with the noise due to the signal amplitude variation. The physician did not feel this subcutaneous implantable cardioverter defibrillator (s-ICD) could provide the tachycardia support this patient requires. The patient was admitted to the intensive care unit with a backup defibrillator and the device was programmed off. A biventricular transvenous implantable cardioverter defibrillator (ICD) will most likely be implanted in the future. No additional adverse patient effects were reported.